Manufacturer narrative:
H3: product analysis found visually, the inner shaft was marginally bent distal to the inner hub when returned. There was a yellowish-brown residue on the outside diameter of the outer hub. Under magnification, there were indentions in the outside diameter of the rotating hub. Functionally, for further analysis, the inner and middle assemblies spun freely by hand with no binding. The blade fit securely into a handpiece, but while oscillating at 7500rpm excessive wobbling was observed. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during endoscopic sinus surgery, the blade axis was bent, so it could not be used and the procedure was completed with backup product. There was no patient impact.

Manufacturer narrative:
H6: the previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.